Manufacturer narrative:
Concomitant medical products: product ID 305901, lot# unknown, implanted: (B)(6) 2021, product type screening device, product ID 309101, lot# unknown, implanted: (B)(6) 2021, product type screening device, other relevant device(s) are: product ID: 305901, serial/lot #: unknown, product ID: 309101, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient just got out of the hospital. The following day, they mentioned they were in the hospital on (B)(6) 2021. They also mentioned they had an issue with their lead wires. They were on a laxative.